Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation

Event description:
A patient specific prescription for has been received: "history of multiple revision procedures and recurrent infection, radical previous excision arthroplasty now for attempted reconstruction. Implant to be silver treated please. Modular silver treated proximal femur. Extra cortical plates. For custom silver treated left acetabular flanged component for cemented acetabular constrained cup and modular silver treated proximal femoral component (mets) reconstruction left hip joint and proximal femur following multiple revision procedures for infection".